Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked, requiring an additional mitraclip. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet due to chordae rupture. Approximately one minute after deployment, the clip opened to 20-25 degrees. Preparation was according to instructions for use and the clip had passed both establishing final arm angle (efaa) tests. A second xtw was implanted just lateral to the first clip, in order to stabilize the first clip and reduce the remaining mr. Mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Product performance engineering reviewed the incident information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Reportedly, it was a mitraclip procedure performed to treat mitral regurgitation (mr). Approximately one minute after clip deployment, the clip opened to 20-25 degrees. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked) could not be determined. It is possible that procedural conditions (e.g., unintended curves/ tension on the device, or clip settling into a resting state) contributed to the unintended clip opening; however, this could not be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as another clip was implanted for stabilization. Cine review: additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer. Four (4) fluoroscopic videos were provided. In the first two videos (titled "mitraclip 1" and "mitraclip 2" respectively) a single, fully deployed clip and distal tip of the sgc can be visualized; there is no cds in view. This indicates the video was taken post deployment of the first clip (reported device), after the cds was removed. The clip arm angle in the first video "mitraclip 1" cannot be assessed as the fluoro view is parallel to the clip arm plane (side view of the clip). The second video "mitraclip 2" provides a better view of the clip arms, however, the clip is still angulated relative to the fluoro view. In this video, the clip arm angle appears to be ~20° - 30°. The third and fourth videos (titled "mitraclip 3" and "mitraclip 4" respectively) show two fully deployed clips and sgc in view; this indicates that the videos were taken post deployment of the second clip which aligns with the reported incident details that an additional clip was implanted. Both videos capture a side view of the clips such that the clip arm angle is parallel with the fluoro view; the clip arm angles cannot be assessed. However, the left clip in the video appears to have a larger tip-to-tip distance of the clip arms, as compared to the clip on the right, indicating a larger clip arm angle. While the angle stated in this evaluation is an estimation based on visual assessment with the naked eye and cannot be confirmed, it is apparent the left clip in the third and fourth videos is opened to a larger degree than the right clip; therefore, the left clip is presumably the reported device. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the videos provided.

Event description:
N/a.